Manufacturer narrative:
This is a reportable malfunction. Investigation is not complete. Trends will be evaluated. The user facility has been contacted and advised this does not meet the criteria for a reportable event; therefore, a medwatch 3500a will not be submitted to the manufacturer. This report will be amended when the investigation is complete.

Event description:
Allegedly reamers from charlotte 1st mtp set cut into k-wires and scattered wear debris into wound. User facility advises debris was removed with the exception of one small piece in the bone. User facility advises no reportable delay in surgery.